Manufacturer narrative:
Results: a sample and photos were returned. The photos confirmed the breached packaging. Retain samples were looked at and none of those had breached packaging. A review of the device history record revealed no irregularities during the manufacture of the reported lot #5275720. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. The defect is related to broken top web (hub area) due to pressure performed to the package units to accommodate the assemblies in the carton package.

Event description:
It was reported that bd vacutainer® blood transfer device with luer adapter had a hole in the tyvek. No injury or medical intervention reported.